Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37603 serial# (B)(4) implanted: (B)(6) 2012 product type implantable neurostimulator.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that one of the patient¿s implants turned off unexpectedly after the patient fell and hit their shoulder. The ins was turned back on at the time of this report. No further complications are anticipated.